Event description:
On may 21st a complaint was received from the hospital, another country. It states that a number of complaints regarding the adhesion of ECG electrodes, model fsvf01, had been received from within the hospital. It states that the degree of stickiness was such that it "apparently caused skin tears to pts". Despite repeated efforts no further info on the pts involved, the circumstances of the electrode use (type of ECG, skin prep, stay on duration, cleaning), the precise nature of the reported skin tear, its incidence rate, whether "skin tear" refers to an injury or to an inconvenience, and on any treatments of injuries could be retrieved. No samples of the complained product were made available to us.

Manufacturer narrative:
Electrical and mechanical (adhesive strength) and visual inspections were performed on retained samples of the same lot. All samples were found to perform within limits. No faults could be detected. No further investigation could be conducted as neither further info nor samples of the complained lot was made available to us by hospital despite of repeated efforts (questionnaire and repeated emails). We will continue to ask for further info. This report is sent to FDA as a precaution. We are not entirely sure a reportable event has actually happened.